Event description:
At 13:00, nurse hooked new argatroban syringe to protege 3010 pump. At 1500, syringe pump broke; orange light flashed -- system: advisors/maintenance recommended. Entire 50cc of syringe administered to patient.